Event description:
According to the complaint, the customer stated that the waste lines were popping off the connector. He got splashed/sprayed by waste line in the eyes/face and had to rinse the eyes.

Manufacturer narrative:
Since the issue has been fixed on the machine and the machine was made functional and available for use on the same day as the reported adverse event happened, it has not been possible to investigate the exact cause. However, the 2 most probable causes are listed below: 1) there is over-pressure in the waste line (silicone tube) because it is pinched somewhere along its path to the waste bottle connector. 2) there is over-pressure in the waste line (silicone tube) because there is a clot trapped in the waste bottle connector.